Event description:
Ous MDR - after an implantation time of about 3 months, oversensing without inappropriate shock deliveries was reported. This could be reproduced with provocation. The lead was exchanged and returned to biotronik for analysis. No worsening of the patient's state of health was reported.

Manufacturer narrative:
The returned lead underwent extensive analysis. As part of the testing, the lead was inspected visually, electrically, and mechanically. During analysis, mechanical lead damage was found that is due to the explantation but not related to the clinical complaint. The inner conductor coil and the lead cables were severely deformed and stretched. The lead cables to the ring electrode and the rv shock electrode showed a lead break. The distal shock coil was deformed. This damage is likely due to high levels of tensile force during explantation. In summary, the analysis did not find any damage that could be linked to the oversensing measured on the ff and rv channel. There was no material or manufacturing defect present.